Event description:
It was reported to philips that system gives a message " low disk space", which could affect imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving a low disk space error message which could affect imaging. A review of the system log files confirmed the malfunctioning of the frontal ip-pc. The customer had deleted studies from the disk but still get the error. Upon functional testing, the fse found multiple faults with ip pc and disks. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ip pc and all imaging hard drives and reloading of software by the fse resolved the reported issue and restored the functionality of the system. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.